Event description:
Surgeon tried to use it to cauterize around cervix but handpiece failed & tip broke off but everything was retrieved from the abdomen. The generator displayed a notification "probe damage".